Manufacturer narrative:
Sonex health reviewed the available information. There is no evidence of device malfunction. The event appears consistent with a known procedural risk involving vascular and neurological injury. The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed.

Event description:
Sonex health was notified of a patient complication following an ultrasound-guided carpal tunnel release (ugctr) procedure. It was reported that preoperatively the patient had a bifid median nerve with a persistent median artery, and an early division of the 3rd common palmar digital nerve. During the procedure, it was reported that the patient did move her hand, but there were no specific challenges with visualization, and the physician did not recall the safe zones being particularly small. The physician activated the blade in the longitudinal view and cut the ligament with a single pass with the device. The physician did not recall any unusual patient responses during the procedure and there was no device malfunction. There were no unusual symptoms or excessive bleeding immediately post-procedure. A few days later, the patient experienced post-operative palmar pain and was evaluated by diagnostic ultrasound, which identified a pseudoaneurysm in the region of the superficial palmar arterial arch, consistent with an arterial injury. Surgical exploration was performed, and significant scar tissue in the region of the intersection of the 3rd common palmar digital nerve and the superficial palmar arterial arch was found. An arterial injury to the arch was seen with an associated pseudoaneurysm, as previously seen on the ultrasound. This was tied off with sutures with good blood flow. No reconstruction was needed. As the scar was removed, a 3rd common palmar digital nerve injury was discovered and was repaired end to end and covered with a nerve wrap. No grafting was required. The patient was seen by the physician associate 2 weeks post-op for suture removal. The patient is recovering without complication. No company representatives were present during the procedure and no images of the procedure were saved. There was no report of device malfunction.